Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID enveor-l (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory in original packaging and jar submerged in clear solution. Visual analysis showed the valve appeared crimped and discolored showing evidence of blood with remnant host tissue noted on all commissures. All leaflets were flexible and appeared intact. All leaflets exhibited signs of creases; conditions resulting from the crimping and recapturing process. As received, all leaflets were in a closed position with a gap between the leaflets. All commissures appeared intact. The valve was submerged in warm saline to reset valve frame. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was subsequently deployed and appeared to exhibit complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided to medtronic for review. The image review showed six static images and the patient summary were provided. An image of the fluoroscopic inspection of the valve was provided for review. It is limited since it is not a media file showing a 360 degree rotation and a determination of an adequate load was not able to be made. Imaging of the pre-implant valvuloplasty was not provided for review to see the yield of the aortic valve with the heavily calcified leaflets from the patient summary. Images of the first deployment that mentioned ¿¿the valve was placed very high. The valve was recaptured to adjust the depth.¿ were not provided to rule out present of an infold at initial deployment. The next image shows the second implant attempt with the infold on fluoroscopy of the bioprosthetic valve at 80% deployed. The I nfold appears to extend through the entire bioprosthetic valve. The next images show the infold of the valve outside of the body along with the delivery catheter system (dcs) with a bend in the capsule which would be considered a misload. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Medtronic image review confirmed the presence of an infold, not frame under expansion, during the second deployment attempt. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. A pre-implant balloon aortic valvuloplasty (bav) was performed and the load was confirmed visually, tactilely, and via fluoroscopy. The infold was first observed after withdrawal from the patient but infolding was confirmed during the second deployment by the image review. However, the image review was not able to rule out the presence of infolding from the first deployment or whether the load was acceptable. No valve anomalies were found and per the physician, annular calcification contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, in a patient with annular calcification, the valve was adequately loaded and the load was verified via visual, tactile, and fluoroscopic inspection. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 mm non-medtronic (osypka) balloon. On the initial deployment attempt, the valve was placed very high. The valve was recaptured to adjust the depth. On the second deployment attempt, it was reported that the valve did not open properly. The valve was withdrawn from the patient. Upon inspection of the valve, an infold was noted over the entire length of the valve. The valve was not used for implant and was replaced. The replacement valve was implanted. No adverse patient effects were reported.